Event description:
On (B)(6)/2009, pt reported she attempted to remove the insulin cartridge from her infusion device prior to the call, and now the plunger is stuck on the piston rod. Verified that a small amount of insulin may have gotten in the insulin cartridge compartment but was not enough to pour out. Verified that there may have only been a few drops that got into the compartment. Advised pt to dry out the compartment. Reminded pt on how to remove a cartridge to prevent this issue. Assisted pt with removing the stuck plunger. Pt reported she was able to remove the stuck plunger. Assisted pt with completing the change the cartridge function. Assisted pt with inserting the new cartridge, priming the infusion set, and reconnecting back to her infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.